Event description:
Two pts experienced discomfort during the insertion of the introcan catheter. Both pts experienced a red streak up their arm within one hour after insertion. In both occurrences the sites were swabbed with betadine and then alcohol before insertion. The red streaks dissipated approx thirty minutes after removal of the catheters. No further info is available on the pts' status. It should be noted both incidents were on the same hospital floor, also no other reports of this nature have been received from other facilities using this product.